Event description:
It was reported that six devices were used during a laparoscopic appendectomy. It was reported by the affiliate that the 512sd instruments had torn gaskets. There was no consequence to the pt.